Event description:
The reporter stated that the surgeon inserted an aa4203tl toric silicone lens. Due to a posterior capsular tear the incision was enlarged and the lens was out into pieces to remove from the eye and an anterior vitrectomy was performed. Surgery was completed using another lens.